Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging the pump would not power on after the pump's battery had been replaced. The reporter stated that the pump gave a low battery warning after patient had gone swimming. The pump did not power on when a new battery was inserted. The patient's mother reported that the patient's blood glucose went up to 322 mg/dl; however, denied developing any signs/symptoms suggestive of hyperglycemia. At the time of the call, the patient's mother stated that patient's bg was 125 mg/dl and she was currently on a backup plan. At the time of troubleshooting, the patient's mother confirmed there was moisture behind the pump's display. The reporter confirmed there was no evidence of water in the battery or cartridge compartment. The patient's mother denied any visible damage to the pump's casing, keypad or battery cap. The patient's reported bg reading does not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box history showed a sudden drop in battery voltage. There was no damage to the battery compartment; the battery cap threads were worn but the cap was able to tighten securely to the pump. There was no corrosion or moisture noted inside the battery compartment. A pump leak test found a crack in the pump casing at the ir port and found that the display lens was leaking. The pump was exercised for 24 hours without power loss or overheating. The pump was opened and corrosion was found on the force sensor and on the battery power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.